Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is not shifting associated malfunctions for this device: pilot valve contaminated, sieve bed dusted and odor.